Manufacturer narrative:
Correction: please retract this report, the was no allegation of malfunction on this device. The event was reported in [2017865-2023-22191].

Event description:
It was reported that the implantable cardioverter defibrillator exhibited noise. No interventions were performed. The patient's condition was unknown.